Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to depleted as they were driving and unable to charge the pump. After connecting the pump to a power source the customer was experiencing difficulty turning on the pump with the usb cable. It was confirmed that the pump was able to be turned back on with a different usb cable. Customer reported blood glucose level was not impacted. A replacement usb cable was sent to the customer.